Event description:
It was reported the epg (external pulse generator) shut off several times while connected to a patient. The epg was reprogrammed to its original settings, when it shut off again. Despite replacing the battery, the issue recurred, and the epg was changed out for another device. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case and side bail covers are broken. Cosmetic issue found on the keyboard.